Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a broken pitch cable at the distal clevis hub. The broken segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during the da vinci hysterectomy, a broken wire was noted on the maryland bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.